Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using a prostar xl device after an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the prostar xl ring was being pulled out, only 3 of the 4 needles presented. As per the instructions for use, a needle backdown technique was used and the device was removed from the anatomy. Another prostar xl device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded at the facility and is not available for evaluation. Without a device investigation, a failure analysis of the complaint device could not be completed. Reportedly, the access site was mildly calcified. Per the instructions for use, the safety and effectiveness have not been established in patients with common femoral artery calcium which is fluoroscopically visible. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.